Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon folds were relaxed. A leak from a longitudinal tear in the balloon material at 1 mm proximal to the proximal end of the distal markerband and extended for a distance of 5 mm proximally was noted. An examination of the markerbands identified no issues. A visual and microscopic examination observed no damage to the tip. It was noted that the middle of a proximal blade was bent. The hypotube was kinked along its entire length. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that the device was unable to cross the lesion. A 10/2.75 flextome¿ cutting balloon¿ was selected to treat the target lesion located in the mide left anterior descending artery (lad) and diagonal bifurcation. During the procedure, it was noted that the device could not cross the lesion. No patient complications were reported and the patient's status was stable. However, device analysis revealed a longitudinal tear in the balloon.